Event description:
A male pt underwent aaa repair in 2009. Pt had a previous zenith implant 2007, involving a main body graft and two iliac legs. At that time the pt anatomy was outside the IFU, however, implantation proceeded anyway and proximal and distal seals were achieved. The right iliac had measured 24-26 via CT measurements. Peer reviews suggested extending graft into the right external iliac. The physician, however, elected to try to seal in the distal right common iliac by placing another iliac leg graft of 71mm working length. Seal was achieved. The pt had a follow up exam and the right iliac artery had continued to dilate and distal seal was lost. The aneurismal segment of the artery was now much longer. Again, the surgeon did not want to extend the graft into the right external iliac artery so a main body extension and an additional iliac leg graft were placed. This provided adequate distal fixation, and a seal was again achieved. Due to the pt's anatomy at the time of initial implant-the secondary intervention was not unexpected. Proximal seal was competent at secondary intervention. The status of the pt at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and amp; precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warning that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft, routine pt follow-up. As mentioned above in the provided event description, the pt was initially outside the indications for use. With no further detail or films to review, it is unk for certain if the portion of the anatomy outside the IFU contributed to the need for the secondary intervention. The distal diameter measurements being 24-26mm would be considered outside the IFU as it states the maximum iliac landing diameter is 20mm. Furthermore, it is unk to exactly where the devices were placed on the second intervention. The provided description indicates the physician did not want to extend into the external iliac, possibly not to cover the internal iliac. However, the physician placed a main body extension and a leg extension. At this time, it is unk if these two devices extended into the external iliac. Lastly, the concluding sentence indicates the proximal seal was competent. It is unk at this time which proximal seal is being referenced. However, we have notified the appropriate individuals and we will continue to monitor for similar events.